Event description:
Reporter alleged blood glucose measured 494, 289, 208, and 203 mg/dl when all tests were performed within 10 minutes apart. Customer stated dosing 3 units of rapid acting insulin a result of the 203 mg/dl result and ate, however, no adverse event occurred. Customer indicated contacting the doctor for advice, however, no other actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.